Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon had implanted the metaglene with screws. He mentioned that the patient bone was very soft and screws were not getting great purchase. While implanting the glenosphere, he was having trouble getting it to engage in the metaglene. When he removed the glenosphere and noticed the metaglene was toggling. He removed the metaglene and the glenoid was fractured. He decided to convert to a hemi arthroplasty. Since they did not have instruments in the hospital, he used another company that had instruments sterile on the shelf. Doe: (B)(6) 2022; affected side: left shoulder.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.